Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative via a patient regarding an implantable neurostimulator (ins). Patient has had a uti for a few weeks. The patient is unsure if the uti cleared after the second course of antibiotics and just returned, or whether it was the same infection. Patient has had "uts" before, but not frequently. Patient has taken two rounds of antibiotics and is now on their third course. Another urine sample will be taken on (B)(6) 2017 to verify whether the infection has cleared.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported the patient had a proteus uti on (B)(6) 2016, e-coli on (B)(6) 2016, and e-coli (B)(6) 2017. They were all treated with antibiotics. The patient would be following up again in 2 weeks from the day of the report, for a repeat culture.

Event description:
Information was received by a manufacture representative via a patient regarding an external neurostimulator (ens).